Manufacturer narrative:
E1: the consumer mailing address were identified and updated. Analysis results: the root cause of the customer's complaint was shaft press fit.

Manufacturer narrative:
Date of event: the event date is approximate. The reporter (identified in (B)(6).) Is reporting the product problem on behalf of her daughter, who was involved in the incident. No contact address was provided.

Event description:
The consumer reported that their sonicare for kid toothbrush shaft detached during use and injuries their daughter's lip. A potential choking hazard was identified.